Manufacturer narrative:
It is indicated that the meter is not returning for evaluation. Therefore, in-house testing with the reported lot was performed. In-house testing on strip lot 387622a met release criteria. The product performed as expected. A review of the manufacturing records for lot 387622a did not uncover any non-conformances. The customer reported two unexpected high inratio inr results during testing; however, a comparative result was not provided. It is not possible to verify if a discrepancy exists without this information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
The caller reported unexpected high results when testing inratio inr. There was no other method of testing performed. However, historical results were provided by the distributor upon request from tech service specialist. The results were as follows: on (B)(6) 2016: inratio = 5.9, 6.4 (15 min apart). The reported therapeutic range = 2.5 - 3.0. Prior results were as follows: (B)(6). It was reported that there were no recent changes to patient's warfarin dose.